Manufacturer narrative:
A DHR review was unable to be performed since lot/serial # was not provided. No product was returned for evaluation as it was discarded by the hospital. The investigation is limited because the product was not returned for evaluation, and no medical records or images of the subject device were provided. Based on the information received, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors may have contributed. There is no evidence to suggest an edward's manufacturing non-conformance.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that balloon of an intraclude device started migrating towards the valve after being seated correctly. Volume was added to try to stabilize. The shaft was noticed to be flat towards the middle with the mark at 7. It was thought the balloon itself was not the issue, but that it may have been related to the touey clamp and/or the catheter itself. The procedure was converted to a sternotomy. The patient has an rvad and is hospitalized for three weeks. The product will not be returned as it was discarded.